Event description:
A malfunction alarm was reported by the customer. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the customer when they were prepared. The malfunction did not recur after resetting, allowing the customer to continue using the pump.